Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2018, a field service engineer followed-up over-the-phone with the customer and confirmed that the filter tubing fitting was installed on the g8 instrument. The g8 instrument was operational in accordance with manufacturer's specifications. No further action was required by the fse. A (B)(4)-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period, which includes this event. The g8 variant analysis mode operator's manual under chapter 5, maintenance procedures, provides step-by-step instructions on filter replacement, which includes firmly tightening the filter tubing line fitting. The most probable cause of the reported event was due to overtightening of the filter tubing line fitting.

Event description:
On (B)(6) 2018, a customer reported that the filter tubing line fitting connector was broken due to over tightening on the g8 instrument. The customer reported that they had replaced the black filter tubing line fitting connector with a beige connector that was found inside an accessory box, but it was very tight. The customer reported that the pressure was acceptable and no leaks were seen, but requested a replacement black filter tubing line fitting connector. The customer also requested service in order to assist in installing the new line filter line tubing connector. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.